Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, but not available: which part of the device was bent (shaft, jaw, handle, etc.)?

Event description:
It was reported, doctor was performing a robotic assisted lobectomy. He fired the stapler with a gst45g staple in it. But it did not retract and the first assistant had to hit reverse to open up the jaws. When removing the device, it looked bent coming out but it was not bent when inserted. There was some bleeding the surgeon had to take care of before he could continue. There was no harm to the patient.